Event description:
Customer reported a cgm error 42 and indicated that although this error had occurred multiple times previously, it was the first time they contacted support. No adverse impact to the customer's blood glucose level was noted. Technical support decided to replace the faulty pump. The customer was advised on how to switch to a manual delivery of insulin.